Event description:
Hosp biomedical engineer reported a posterior capsule tear that was likely to be caused by an accidental electrical disconnection of the footswitch during the intervention. In the middle of the procedure at the moment of the aspiration, the microscope lost focus and the image went blurred. As a consequence, surgeon lost visibility on what was going on in the posterior chamber and the next thing he realized was a fragment of the lens (crystalline) fell in the posterior segment. A vitrectomy was carried out subsequently. Pt outcome is unk at this time. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.